Manufacturer narrative:
Product complaint # ==> (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. Weak rod striations were observed on the set screw suggesting that the set screw was not seated properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the set screw becoming loose cannot be positively determined. However, the weak, rod striations observed on the set screw suggests that the set screw were not properly tightened on to the rod, resulting in the set screw becoming loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that mr liantis was performing a revision surgery as the locking caps at the proximal end of the construct (l2- pelvis) had come out of the screw heads. He removed the old locking caps from the wound. He then inspected the empty screw head, was happy with the integrity of them and inserted new unitized nuts and final tightened the nuts to lock down the rod. Inserting new screws would have required exposing the whole construct to take out the rods which is why mr liantis only placed new locking caps. Mr liantis advised me to share the x ray in the complaint.